Event description:
The clinical engineer reported a free flow of propofol during pt infusion while on a colleague 3cx infusion pump. The pt was on a ventilator during the incident. Reportedly, the nurse hung a bottle of propofol 100 ml in 2008 at 2300, went out of the room for a few mins, and returned noting that the 100 ml free flowed into the pt. The pt experienced transient hypotension. Although requested, the medical intervention instituted, how long the pt was hypotensive, the concentration of the propofol, and the pt's medical history are unk. Baxter tubing was used during the incident, but the product code and lot number are unk. The pt's current status is also unk. Add'l attempts to obtain the unk clinical info will be made through the risk mgr. Add'l info received on approx five weeks later: the current status of the pt is unk. The concentration of the propofol is unk. The pt has medical history of sepsis, hypertension, urinary retention, and acute renal failure. The pt had a perforated bowel, went to the operating room the evening of original date, was vented and went to the coronary care unit. The pt had no known allergies. The pt received 100 ml propofol which infused the pt within a matter of mins.

Manufacturer narrative:
The device has been requested by baxter quality mgmt for eval. The facility stated the device will be sent for eval but has not yet been received. Should the pump be received for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available.